Event description:
The customer called to report that he was hospitalized due to low blood glucose levels, with a reading of 50 mg/dl. The customer stated that he lost consciousness. Unable to troubleshoot the insulin pump as the buttons were not responding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Moisture damage was found on the keypad traces, however, the insulin pump passed the functional testing, including the displacement, prime, basic occlusion, occlusion and no delivery test. No battery out of limit alarms noted. All buttons functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.